Event description:
A report was received that the patient underwent an explant procedure because of (B)(6) infection. It was also reported that the (B)(6) infection that developed caused the patient to have heart problems. No further information can be obtained by bsn.